Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that cubie did not open. A technical support specialist (tss) ran diagnostics in tester and confirmed the cubie was not opening. The tss tried other cubies in that row and they are opening. Tss advised the user to contact the pharmacy to request a replacement cubie. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the cubie was not opening, and the user was unable to remove morphine from drawer 3, position 9 (size 3 cubie). The user tried other cubies in the same row, and those were opening normally.the customer stated that this malfunction occurred while dispensing the medication.however, there were no delays or adverse events or injuries reported based on this event.